Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
The 4f jr4 catheter is defective. The end that goes into the body, the off-white tip is dangling on the end. This went in a patient but very lucky it did not come off in patient. Upon receipt of the device, they yellow portion of the distal tip was near separation.

Manufacturer narrative:
Additional information received indicated that the intended procedure was a heart catheterization. Access was via the right femoral artery with a cordis multipack sheath. There were no anomalies noted when the device was removed from the package. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The user felt a little resistance when the tip was inserted in the sheath and the wire was advanced. There was no excessive torquing required. The device did not kink in the area where it was dangling. Resistance was also met while withdrawing the device. The device was retrieved though the sheath and where the yellow tip attaches to the blue it was dangling. The intended procedure was successfully completed. Other devices used were a 4f cordis multipack sheath, jl4, jr4, ang pig. The product was also received. It was noted that the yellow portion of distal tip near separation. Analysis of the device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from a sales representative indicated that "the 4f jr4 catheter is defective." The end that goes into the body, the off-white tip is dangling on the end. This went in a patient but very lucky it did not come off in patient. Upon receipt of the device, they yellow portion of the distal tip was near separation. The intended procedure was a heart catheterization. Access was via the right femoral artery with a cordis multipack sheath. There were no anomalies noted when the device was removed from the package. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The user felt a little resistance when the tip was inserted in the sheath and the wire was advanced. There was no excessive torquing required. The device did not kink in the area where it was dangling. Resistance was also met while withdrawing the device. The device was retrieved though the sheath and where the yellow tip attaches to the blue it was dangling. The intended procedure was successfully completed. There was no report of patient injury and the device was returned for analysis. (B)(4): one non sterile 4f diagnostic catheter was received coiled inside a plastic bag. The brite tip was observed separated partially from the intermediate tip. A puncture/tear was observed in the brite tip, located closer to the edge of the brite tip that had been fused to the intermediate tip and originating from the inner surface of the brite tip through the outer surface. Brite tip material flow is also observed. The intermediate tip was observed tapered (cone-down appearance) and brite tip remains were also observed. No additional anomalies were found. The intermediate tip and body-intermediate tip fuse point outer and inner diameters were measured. The intermediate tip od measurements were found below specification. The sem analysis concluded evidence of brite tip remains, evidence of fusion and elongation in the intermediate tip. A review of the manufacturing documentation associated with this lot indicated the tip-tip batches were released upon acceptable pull test results. Overall the documentation presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter distal tip (frayed/split/torn) was confirmed through failure analysis. Review of the analysis and the reported information suggests that procedural factors may have contributed to the event, since the site reported no anomalies were noted when prepping the device and there is evidence of a puncture and elongation of the device. The exact cause of the intermediate tip od below specification could not be conclusively determined; however, as indicated by the sem analysis, it could be attributed to the elongation observed suggesting possible stretching/pulling at the time the brite tip was punctured. There is nothing in the reported event or the analysis of the device to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.